Event description:
On (B)(6) 2013, the reporter stated that on (B)(6) 2013, during the hospital stay, it was identified that a child had some change on the tissue of right hand (cubital region) at the insertion site of the IV. On an unk date, an ultrasound was performed and a foreign object was identified in the subcutaneous fat tissue (not in the vein) 1.5 - 2 mm wide and 15 - 20 mm long. The clinician alleges that this could be part of the cannula. On (B)(6) 2013, the child was discharged from the hospital with the object still in the arm. The surgeon will remove the object at a later date, since they will have to use general anesthesia in order to remove it and because of the child's condition this is not possible at this time.

Manufacturer narrative:
A sample has not been received and a root cause has not been determined. If a sample arrives for investigation, a supplemental will be completed and potential root cause will be determined.